Manufacturer narrative:
The insulin pump had blank display, problem isolated to lcd board. Analysis was unable to test for display or time anomaly on time display or black screen due blank display. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had black screen. The customer's blood glucose was 123 mg/dl at the time of incident. The customer's spouse stated that the insulin pump was neither exposed to extreme temperatures and direct sunlight. The customer's spouse was advised to stabilize at room temperature. The customer's spouse stated that the black screen did not disappear. The customer's spouse stated that they had time anomaly as well. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.